Event description:
The user facility reported that a suspension arm from their harmonyair m-series surgical lighting system drifted from its position subsequently causing an employee's head to contact a monitor when the employee stood up from a crouched position. The user facility reported the employee did not seek or receive medical treatment and continued working.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the harmonyair m-series surgical lighting system. The technician discussed the reported event with the user facility's trimed department. The user facility's trimed stated that the employee subject of the reported event was bent over to access the ems boom when the monitor's suspension arm began to drift from its position subsequently causing the employee's head to contact the monitor when they stood up. The steris service technician inspected the lighting system and found that the spindle brake on the suspension arm was worn and required replacement. The technician replaced the spindle brake, tested the function and operation of the unit, and returned it to service. The harmonyair m-series surgical lighting system is not under a steris service or maintenance agreement. The user facility is responsible for all service and maintenance activities. The technician counseled user facility personnel on the importance of performing routine preventive maintenance. No additional issues have been reported.